Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three resolute onyx stents were implanted into the lad. Approx 1 day post index procedure the patient suffered elevated cardiac enzymes. Cec adjudicated the event as non-q-wave mi (target vessel), 3rd udmi peri-pci. Cec commented that side branch occlusion was also seen. The investigator assessed the event as not related to the index device or anti-platelet medication.